Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-02413. It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention may be undertaken to have the system explanted.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-02413.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of explant is not known after attempts to obtain the information.

Event description:
Additional information was received that surgery occurred in which the leads were explanted on an unknown date.